Event description:
A physician reported that he diagnosed a patient with keratoconjunctivitis. The physician felt the patient had contaminated the contact lens and this may have led to the diagnosis. In a follow-up conversation, the physician reported iritis was developing. The patient was treated with zymar, acular, and prednisone. The physician noted that the patient sleeps in the lenses one week at a time and works in a tire shop. In a follow-up conversation 6 days later, the physician reported that the patient was doing much better and should recover fully.

Manufacturer narrative:
The physician indicated that the patient may have contaminated the lens. The lens was returned and inspection revealed the device was within specification. Based on all information, no causal factors can be determined and no conclusion can be drawn.